Event description:
It was reported that when using the bd pyxis¿ es server unable to connect the server, even after everything was restarted. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available.upon investigation of the actual device used in this incident, it was determined that the user was unable to connect the server even though everything was restarted. A technical support specialist (tss) dialed into the server and found all databases in 'recovery pending' status. Job scheduler could not be restarted, and pes was inaccessible. Identified "security update for sql server 2016 service pack 3 gdr (kb5077474)" as the cause of database corruption; removed kb5077474, which resolved the recovery pending state. Attempted to generate a report, but an unexpected error occurred. Followed ka (scheduled reports are not running - the job scheduler service will not start) to replace the configuration. Since this was a college site, some features may be disabled under normal usage. Outbound call was unreachable, so an email was sent to the customer to confirm normal usage. The customer later updated that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.